Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported 'failed downstream occlusion', was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.